Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause cannot be identified at this time. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis exera iii video system center fails to process the image. In addition, the image freezes when taking a picture. The event occurred during procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Information has been requested but unknown at this time. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.